Event description:
Healthcare professional reported right side "rupture and textured to smooth due to the patient's concern of the product, with ultrasound and mammogram performed". Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.